Manufacturer narrative:
(B)(4). The device will not be returned for analysis but will be evaluated on site. An investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the robotic arm was drifting during surgery due to a force torque sensor cable issue. The surgery was still completed robotically with no patient impact. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
It was reported that during surgery the robotic arm drifted during bone cuts; the arm had been properly calibrated and the procedure was completed robotically without patient impact. The drifting was noted intra-operatively during cutting tasks, and system logs were requested for investigation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1; a2; b5; d2b; d4; d9; g1; g3; h1; h3; h6. Complaint can be confirmed through the returned product analysis. Physical and technical evaluation was performed by a field service engineer (fse) on september 25, 2025. The fse confirmed the reported issue of the arm drifting. The fse replaced the ft sensor cable and resat the daq card, correcting the issue. The device history record was reviewed and no discrepancies relevant to the reported event were found. The serial number was reviewed for any deviations and/or anomalies in the servicing/maintenance process that may have contributed to this reported event. No deviations or anomalies were discovered; therefore, it is not expected that the servicing/maintenance process contributed to the reported issue. The device was previously serviced on (B)(6) 2025, and the system was found to be in working order. Review of complaint history identified additional similar complaints for the reported item(s) and part and lot/serial combination(s). An occurrence calculation will not be completed for the similar complaint for the part and lot/serial as they do not have the same risk sequence. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.